Manufacturer narrative:
The investigation determined that lower than expected vitros intact pth range verifier results were obtained on a vitros 5600 integrated system. A vitros ipth reagent issue and an unexpected vitros system performance could not be ruled out as potential contributing factors. A definitive root cause was not found up to this point; however, the investigation is on-going.

Event description:
The customer obtained multiple lower than expected vitros ipth range verifier results on a vitros 5600 integrated system. Rv high lot 1: 3165, 3119 vs expected range 4275-5225 pg/ml. Rv high lot 2: 2799, 3410 vs expected range 4275-5225 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were known to have been affected or reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).